Event description:
Tha ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator was observed to "not respond". A follow-up report will be submitted when the manufacturer's investigation is complete.